Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2005. Revision due to aseptic loosening.

Manufacturer narrative:
The complaint products were received for analysis. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the markings seen on the tibial insert appear consistent third body wear due to articulation between the femoral component and tibial insert. This occurs as the patient moves and debris gets trapped between the two components. The cement and residue on the femur component appear consistent with implantation and removal. The bony ongrowth appears consistent with implantation and sufficient fixation between the implant - bone cement - bone interface. All other aspects of the devices appear unremarkable and consistent with being implanted for 14 years. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. The company is not aware of any other complaints involving parts from these manufacturing lots. According to the sales data, all pieces from these manufacturing lots have been sold. The device history records for the femoral component and the tibial tray were reviewed, this issue does not appear to be manufacturing-related. The revision reported was likely the result of an insufficient bond between the bone-cement or cement-implant interface, which led to aseptic (non-infected) loosening in review of labeling there is a listed contraindication for use as a patient's age, weight, or activity level could cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacement. Conditions of excessive wear of the implant components secondary to impingement of components or damage of articular surfaces and disassociation of modular components, could cause surgical intervention or revision. It is also known that only surgeons who are knowledgeable with the devices and instrumentation are to use company products. No information was provided regarding patient risk factors or clinical information. This device is used for treatment, not diagnosis.

Event description:
It was reported that a patient had a revision on the right knee. The patient was reported to be stable upon leaving the or. No additional information has been provided on the patient or event. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00759, 1038671-2018-00760 and 1038671-2018-00761.